Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The company representative stated the hospital practice development nurse (pdn) requested training because of a venous thromboembolism (vte) incident. The pdn stated that a patient had been transferred from the stroke unit to the coronary care unit (ccu) and was wearing thigh length intermittent pneumatic compression (ipc) sleeves. Someone on the ccu removed the sleeves and the patient subsequently had a vte event. The nurse suggested a lack of awareness of the device led to the device being removed. Training was fulfilled by the representative.